Event description:
It was reported that 3 twinloop flex anchors pulled out of the bone. Allegedly, nothing was implanted.

Manufacturer narrative:
Additional info will be provided once investigation is complete.